Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the overdischarge had been resolved by a trickle charge and subsequest charging. The patient was able to charge normally after the trickle charge. The patient was reprogrammed to get better coverage and was instructed to charge normally.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome via manufacturer representative. It was reported that there was an alleged overdischarge. The patient fell on (B)(6) 2016, and following the fall, the patient could not charge or use her therapy. There was no communication between the implantable neurostimulator and implantable neurostimulator recharger, patient programmer, or clinician programmer. The patient was not feeling stimulation at the time of the report. This was reported as a sudden change in therapy. The stimulation was turned off at the time of the fall. The patient did not know the last time that she had successfully recharged as she hadn't been using the stimulation due to numerous things going on in her life. A physician mode restart was started on (B)(6) 2016 and after 20 minutes, the manufacturer representative tried to interrogate the implantable neurostimulator and got the message, 'ins batteries depleted, replace battery now." It was reviewed that this message is normal for the ultra devices and it just means that the implantable neurostimulator was discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.